Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an insulin flow blocked alert. The customer¿s blood glucose was 288 mg/dl. Troubleshooting was done for an insulin flow blocked alert. Customer stated the insulin did not exit. Customer stated they had another infusion set and reservoir for testing. Customer already changed set and reservoir and tried pushing insulin out manually but will still get errors. Customer was advised to assemble a new infusion set with current reservoir. Customer was advised to verify connection was secure. Customer was advised to manually push plunger to see if insulin exits the tubing. Customer stated they had another reservoir for testing. Customer was advised to try a new reservoir with the current set. Customer stated the insulin pump did not alarm insulin flow blocked with load reservoir or fill tubing. Customer was advised that the changing the reservoir resolved the issue. The reservoir will not be returned for analysis.